Event description:
Customer states that she attempted to obtain a result on her aviva meter, but either "the strips were not working" or "thought maybe it was an error message." Timeframe was not recalled. Within 24 hours of attempting to obtain a result, the customer became combative and did not recognize anyone. Customer's son called the emt, who did not treat the customer but transported her to the hospital. Customer's blood sugar reading was over 1000 mg/dl on the hospital meter. Customer was treated with insulin (type and amount not provided). Customer was kept in the hospital for 5 days, treated and released. Requested return of suspect device and strips; however, customer has thrown strips away. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.